Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the third inflation below rated burst pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.